Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display. A white display is indicative of a device lockup condition which could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the display assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed display was further evaluated in the failure analysis center and the reported issue could not be duplicated.